Event description:
According to the reporter, pre-operatively, the device had disengaged valve seal and the seal rubber was detached during test. No patient involved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received the device. The visual inspection of the device noted; the valve seal was broken. The obturator, trocar balloon, lock collar and valve doors appeared intact. The inflation syringe was not received. Pmv performed functional testing, the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken lock collar may occur when mishandled during clinical application. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the event occurred on (B)(6) 2017.